Event description:
Litigation papers allege pt eventually began suffering from severe pain and stiffness in his right hip area. It is also alleged that one to two years after implant, pt's pain and stiffness in his right hip continued to increase. It is additionally alleged he also began experiencing unsteadiness, difficulty walking and soft tissue inflammation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.